Event description:
It was reported that the device had a power on reset [por] occur due to a memory error. All programmed parameters were maintained and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for a critical random access memory (ram) parity error, address equals 2b31, data equals c0 on (B)(4) 2012 12:50:40. There was one patient alert for por on (B)(4) 2012 12:50:40.